Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt was no longer receiving stimulation on one side of her body. Additionally, lead diagnostics showed high impedance values on one of the pt's scs leads. Subsequently, the scs lead was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.